Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. Hyperglycemia began following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by repeated failed infusion sets.

Event description:
On (B)(6) 2024 an ilet user's wife reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user received a high blood glucose (bg) alert from their ilet system, which they suspected was due to a paused insulin delivery or a possible bent infusion set cannula. The user's bg levels continued to rise, reaching 500 mg/dl by the evening. The user visited the ER on the same day, where their bg peaked at 600 mg/dl, leading to admission in the ICU. The user experienced dizziness and difficulty walking, requiring assistance from their wife. They were treated with IV insulin, fluids, antibiotics, and medication for low blood pressure and were discharged on (B)(6) 2024. The user was using the convatec inset (23", 6mm) teflon cannula infusion set.